Manufacturer narrative:
Continuation of medical devices: 5076-45 lead implanted (B)(6) 2003.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.